Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. It was noted that the ble telemetry was restored, however, no information was provided as to was caused the ble issue or how it was restored. There were no patient consequences reported. Further information was requested but not received.

Event description:
Additional information received indicated the ble was restored when the clinician interrogated the ICD and pressed a prompted button that said reenable bluetooth. No further information was provided. There were no reported patient consequences.